Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. This 2.5x38mm promus premier came into contact with the proximal part of the guidezilla and the stent edge was lifted. The procedure was completed with another promus premier, without the guidezilla. There were no patient complications reported and the patient's status is good.